Event description:
Event description guidant received information that during a scheduled clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) displayed a shorted condition warning screen. Shock impedance measured 20 ohms and the rate/sense impedance was over 3000 ohms. An impedance measurement in the left ventricle was over 2000 ohms. Thresholds were over 7.5 volts in both the left and right ventricle. The recent shock was delivered inappropriately due to a supraventricular tachycardia (svt) rhythm. The patient is currently in the hospital for monitoring and will have a replacement procedure when stable.